Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: "pain and hardness." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported " significant pain and hardness on both sides; higher pain on left side." Patient also reported "fatigue" "and "like the body 'burned' periodically;" these events are not related to the device and will not be reported. The device was explanted. This record is for the left side.